Event description:
It was reported that the inner catheter had detached from the delivery system during removal from the patient after successful deployment of the stent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received with regard to this lost number. Upon receipt of the sample, the inner catheter was found to be separated from the delivery system. No manufacturing-related failure that could have caused the detachment of the inner catheter was identified. None of the accessories were provided for evaluation. The retraction wire protruded from the handgrip since the customer used the slide mechanism to deploy the stent. Possibly the customer was confused about this characteristic and misinterpreted this as a device failure. Potential factors that could have led or contributed to the detachment of the inner catheter of the delivery system have been evaluated. A guide wire may become stuck in the delivery system if not kept wet during the use. Furthermore, a difficult patient anatomy may be a contributing factor for the difficulties in advancing a guide wire. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." In addition, the IFU sufficiently addresses this potential risk: "should unusual resistance be felt at any time during the procedure, the entire system (...) Should be removed as a single unit."